Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic gastric bypass procedure, while firing the device in the stomach, the device was unable to fire. The firing sequence was started but did not finish and stopped. Only two (2) of white lights, handle indicator - green fixed, adapter indicator green fixed, reload indicator was flashing green when the device stopped. They changed the stapling device to complete the case and resolved the issue. The patient was alive with no injury.